Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Videolaparoscopic annexes removal - "as per standard procedure, dr (B)(6) put the bag's shaft into the trocar to recover the surgical specimen. He pushed the shaft downwards to open the bag and from the shaft went out a little broken piece of bag with the guide bead which fell into the abdomen. Immediately after, from the shaft went out another bag that was perfectly functioning . Therefore 2 bags were contained in the same shaft, the first one a piece of broken bag complete of guide bead and the second one a normal bag perfectly working. Dr (B)(6) was able to recover the first bag in the abdomen and his intention was that of making a reporting for manufacturing defect. That day the nursing coordinator was absent and the substitute didn't think to call to alert. Once the nursing coordinator came back to work did the reporting for manufacturing defect but miss (B)(6), the supervision responsible, preferred to convert it into an incident reporting as it is used when a patient is involved. The bag at issue was the last of that lot. The others had no problems. They have neither taken the sample nor the packaging. However they have taken pictures (which I have already sent to you by mail). It has been done reporting to the health's ministry for failure incident." Patient status - unknown. Additional info received from applied medical team member, december 8, 2016: the surgeon was retrieving annexes from the abdomen. The first bag that fell into the abdomen was a piece of broken bag with the bead guide attached . That piece was removed from the patient the first broken bag and its attached guide bead were removed from patient . The other bag included in the shaft had no problems so that they didn't need to remove it from patient. All the pictures sent were about the same broken bag. Don`t know if the patient had other previous abdominal surgery in her life because these are private datas which I cannot collect . However during this surgery there was no additional treatments rather than a removal of annexes. Original report from customer: all`apertura dell`endocach in addome, si staccava "perlina verde" con parte del sacchetto, rimanendo all`interno dell`addome stesso. Sacchetto integro ma non conforme in quanto "perlina verde" con nylon in esubero rispetto all`integrita` standard del dispositivo.

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. Two images, supplied by the customer, appeared to show a clear plastic material, connected to a dark piece of plastic, in the body cavity. Applied medical was unable to confirm if these remnants originated from one of our devices, as they were not returned. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.